Manufacturer narrative:
An evaluation of the device could not be performed as the impella lp5.0 was not returned to the manufacture as it was discarded following use. A review of the device history record did not reveal any issues with the pump during manufacture. There were no other complaints reported for other pumps in this lot. The root cause of the blood loss was unable to be determined as the product was not returned and further clinical information was not provided. There was no malfunction of the device that we are aware may have occurred.

Event description:
The impella lp5.0 was placed in the patient on (B)(6) 2018. An ECMO was also placed in the patient, and the impella and an ECMO were used in combination to treat the patient's low cardiac output. The patient was diagnosed with disseminated intravascular coagulation (dic), and it was reported that the patient's condition was complicated by a deterioration of his general condition. The patient did require a mass blood transfusion in response to hemorrhage and hemolysis as a result of the dic. During patient support the dic improved and the patient's hemodynamics became stable. The impella lp5.0 was removed from the patient on (B)(6) 2018 after 220 hours of successful patient support.